Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The inspection of the product found the lens was twisted and remained inside the nozzle. Volume of used viscoelastic material appeared to be enough. The rod passed over the iol. The top flange was pushed down correctly. As surgical video was not available, we could not determine exact root cause but it is more likely that the user did not follow some of instruction, such like pushed rod on and off or pushed top flange on and off. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was pushing the rod of a ks-1 aq2017v preloaded injector lens, 21.0 diopter, and the trailing haptic figure was abnormal and felt heavy to push the rod. The surgeon cancelled using this lens and there was no patient contact. The surgery was successfully completed using alternative preloaded injector lens within the same surgery.